Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A device history review revealed no issues that could have caused or contributed to the reported issue. The system error 345 was confirmed in the event history log (ehl) review as 'system error 345' messages, but not reproduced during evaluation.  The cause was identified to be a failing thermistor of upstream assembly, troubleshooting the device. The upstream/ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.